Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infuser pump. The customer stated that the vincristine infusion is consistently infusing early. It was reported that there has been multiple events that the infusion ends early between 2-4 hours. This particular infusion finished 2 hours early. The order was to infuse 500ml over 24 hours at a rate of 24.8 ml/hr. The customer stated that the infusion was started on (B)(6) 2022 at 21:46 and ended (B)(6) 2022 at 19:24 for a total infusion of 450 ml and then bag was empty. There is no report of patient involvement and no report of patient harm.

Manufacturer narrative:
Device available for evaluation, however has not been received.

Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the complaint could not be confirmed. Review of 12-month service history and event history/alarm logs: a 12-month service could not be performed because no serial number was provided. No event history/alarm logs were provided, review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. The report stating: "infusion ending early" could not be confirmed. Due to a lack of information, no probable cause was determined. Additional information in d9.

Manufacturer narrative:
R&d engineering was provided the mednet event/alarm log report for plum 15.20 serial # covering this infusion. Neither pump nor pump logs were provided or obtained for analysis. Engineering reviewed the mednet event/alarm log report. There were no further infusions of vincristine in the provided event/alarm log report. Engineering evaluates that while the vincristine infusions did stop earlier than the programmed 24 hours, in each case it was due to the bag running dry and the pump stopping correctly for proximal air alarm (after delivering 451.0 and 459.8 ml respectively). The volume delivered was found to be accurate within the designed +/- 5.0% delivery accuracy tolerance. The customer¿s complaint of the pump finishing before it should was not confirmed.